Event description:
The customer reported the unit had a check vent alarm for alarm light emitting diode (led) failure. The customer confirmed the reported failure. The remote service engineer (rse) advised replacement of the power switch overlay on the front bezel. The customer replaced the front bezel to include the power switch overlay. The unit was tested and it returned to service. The unit was not in use, and there was no patient or user harm reported.